Event description:
During cataract surgery, left eye, the pupil was noted to be small despite vigorous attempts to dilate. A malyugin ring was inserted easily but when the inserter was removed from the eye, there was a large tear in the anterior capsule extending under the iris. This made the capsule unstable and risk of extension to posterior capsule. It did not extend but the sulcus 10l seemed somewhat unstable - decentering but seemed centered at the end of case.